Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument and completed the failure analysis. The permanent cautery hook instrument was analyzed and found to exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtm); however, the hook moved in the opposite direction. This behavior was observed in the yaw direction and presented on out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. Motion issues can be caused by something else in the backend. Plastic housing was removed and no damage to the backend components on the instrument was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was not working properly. The procedure was completed with no patient harm.